Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, trending analysis by lot number, and system risk analysis (sra). ¿ trending analysis by lot number for the issue of cassette leak-human contact was reviewed within the past six months of the complaint open date and trending was not exceeded. ¿the sra indicates the risk associated with exposure to toxic or corrosive material is "low." ¿ the product was not returned as it was discarded by the customer. The most probable cause of the reported issue is user error as the healthcare worker (hcw) handled a cassette with inadequate ppe that was torn. The customer was re-trained regarding proper use of handling cassettes and disposal of collection boxes with appropriate ppe . The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Concomitant med products: sterrad® 100nx sterilizer. Initial reporter phone #: (B)(6). The DHR batch record review did not reveal any indication on a deviating quality profile for this batch. All in-process controls corresponded to the specification. Re-training was provided to the facility on proper handling and disposal of cassette collection boxes. Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) experienced a skin reaction on their finger while touching a sterrad® 100nx cassette inside the sterrad® sterilizer collection box. The healthcare worker was wearing gloves. However, the gloves were torn. The hcw reported symptoms of a ¿prickle feeling¿ and two areas on the index finger turned white. The hcw washed the affected area with running water and the area healed the same day. The hcw later received medical attention and an unknown ointment/cream was applied. However, the area had already healed prior to receiving medical attention. The skin reaction is not considered a serious injury since it resolved after washing with water and prior to receiving medical treatment. However, this event is being reported as a malfunction report subsequent to a serious injury.